Event description:
It was reported that 9 bd maxzero¿ extension sets leaked during use. The following information was provided by the initial reporter: "we had over 9 occurrence reports placed by ed CT scan in regards to product leaking. Switching lot numbers on this product would be of no benefit as it has been ongoing (months)."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: one photo was provided by the customer. The customer complaint of leakage could not be verified because the photo does not show leakage when it is connected to the joining part. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that 9 bd maxzero¿ extension sets leaked during use. The following information was provided by the initial reporter: "we had over 9 occurrence reports placed by ed CT scan in regards to product leaking... Switching lot numbers on this product would be of no benefit as it has been ongoing (months)."